Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument did not release after firing. The surgeon released the instrument with manipulation and applied another device. No pt injury was reported.